Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium reservoir assembly, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine checkout, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d5, g1(contact person), h6(component codes). The helium reservoir assembly was returned to failure analysis and testing for evaluation. The failure analysis and testing department (fat) received a helium reservoir assembly and performed visual inspection of the helium reservoir assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the helium reservoir assembly into the failure analysis and testing department iabp cardiosave test fixture for testing of the reported problem. Performed and tested the helium reservoir assembly in accordance with procedure and the cardiosave service manual. Performed all manifold test/leak test in an attempt to recreate the reported problem. The tests did trigger the reported problem of the helium reservoir assembly failed the leak test. The failure analysis and testing department was able to verify the failure experienced by the customer. It looks like the fill valve failed the differential pressure and is leaking from the valve. Retaining the helium reservoir assembly in the fat department per procedure.